Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins battery was at normal end of life and telemetry and output were okay. The ins was received in an end of service (eos) condition. The eos bit was reset in order to test the output. There was good telemetry and output. According to the trace report taken from the ins, the battery depleted to elective replacement indicator (eri) in 2.65 years and to eos in 3.01 years. A battery voltage discharge curve was done based on the battery voltage trip points taken from the trace report obtained from the ins. The battery voltage discharge curve is normal with no unusual drops. The ins reached a normal eos condition.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) worked for a short time and the battery ended very quickly. The cause of the event was normal use of the ins, but the battery just stopped working one day and had no voltage left. The battery did not even slow down. After the initial implant of the ins, the ins was programmed to monopolar bilateral programs at 2.5v, 90 usec, and 140 hz and 3.2v, 90 usec, and 140 hz. The ins battery voltage was measured to be 2.92 v on (B)(6) 2014. On (B)(6) 2015, the ins battery voltage was measured to be 2.81v. On (B)(6) 2016, the ins battery was at zero. The manufacturer representative tried to get the history out of the battery, but it was empty and locked. A revision was done and the ins was explanted and replaced to resolve the issue. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.